Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter stated that the instrument was inspected before usage, and the instrument looked fine. The event occurred when trying to clip onto tissue; the instrument had unexpected motion when trying to clip and would not clip down. The customer was using medium-large clips at the time, hem o-lok weck clips have always been used with the clip appliers, the artery was the correct size for the clips and clip applier. There was no patient harm, and they were able to complete the procedure. There was no video of the event.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting would not close the clip all the way, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed and found to have an input disk missing from the housing. Input disk # 6 was found completely detached from the base of the housing. The housing was removed and there was one input shaft broken due to the failure of the broken input disks. The clip applier would not close due to the missing input to control the opening and closing. The probable root cause of broken input discs is typically attributed to use and reprocessing conditions. Under repeated or prolonged chemical or thermal exposure cycles, these cracks can propagate into larger cracks, and may cause the input disk to break and separate from the instrument. The complaint regarding would not close the clip all the way was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. This complaint is being classified as a reportable event due to the following conclusion: per the description of the complaint, the clip applier may have incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, that when clipping the cystic artery, the instrument would not close the clip all the way. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.